Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and another manufacturer's microcatheter. While deploying and repositioning the ruby coil into the aneurysm, it unintentionally detached. After roughly pulling the coil back into the microcatheter, the physician experienced resistance while attempting to advance the coil through the microcatheter. After pulling the ruby coil pusher assembly back, the physician successfully removed both the microcatheter and ruby coil from the patient and noticed that the ruby coil was damaged. The procedure successfully continued using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the ruby coil pusher assembly was intact; the pusher assembly was kinked approximately 5.0 and 9.0 cm from the proximal end; the proximal constraint sphere with a piece of stretch resistance wire (sr wire) was inside the distal detachment tip (ddt) and the coil was damaged and detached from the pusher assembly. The maximum outer diameter (od) of the coil was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is withdrawn with force against resistance, it is likely that damage such as this may occur. The fractured sr wire is the probable root cause of the unintentional detachment of the coil. The complaint further indicated that the physician experienced resistance while attempting to advance the ruby coil through the microcatheter. The maximum od of the coil was measured and found to be within specification. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation, and, therefore, the root cause of the difficulty advancing cannot be determined. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.